Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the following issue was found in tubes: dirty tubes x2.".

Manufacturer narrative:
Investigation summary: bd received 2 samples and 3 photos from the customer in support of this complaint. A visual examination of the samples and photos was performed and the customer's indicated failure mode of embedded foreign matter in and on the tube was observed. Embedded foreign matter is indicative of resin colorant and/or resin adhering to the interior of the mold core and breaking free during production. Bd was able to confirm the customer¿s indicated failure mode with the samples and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf n2e plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. This event occurred 2 times the following information was provided by the initial reporter. The customer stated: "the following issue was found in tubes: dirty tubes x2."